Event description:
Additional information has been received on 5/20/2025: an autograft quad tendon acl reconstruction procedure was performed. During the procedure, a delay of approximately 10 minutes was reported due to identified issues. However, no additional anesthesia was administered beyond the expected duration, with the patient remaining under for an additional 10 minutes. No surgical instruments or implants broke, and no fragments were encountered during the process.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, a sales representative reported via email that multiple issues occurred during a procedure on (B)(6) 2024. The ar-1204as-100 flip cutter ii failed to flip after being drilled in the tibial tunnel, requiring another of the same products to be opened. The ar-2386-09 quadpro harvester did not successfully cut the tendon for harvest, necessitating an ar-2386-10 to complete the harvest and cut the tendon. The ar-1588tnt2 fibertag tightrope ii abs implant did not cinch down during final tensioning despite being a full tunnel where length was not an issue. The ar-1588tb-5 tightrope abs button was used over the top of the tightrope, and a synthes 3.5 cortical screw and washer were used to tie the tightrope around the screw and complete tensioning. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed misuse/mishandling the device.